Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently bent the syringe needle while loading the cartridge. Another cartridge was successfully loaded. Blood glucose (bg) was 551 mg/dl.